Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) of a clinical study reported the patient experienced painful stimulation on (B)(6) 2014, increased back when with stimulation. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure or programming. Intervention taken was therapy was suspended, the patient stopped utilizing the device on (B)(6) 2014 and resumed therapy on (B)(6) 2014. The issue resolved without intervention; resolved without sequelea on (B)(6) 2014. The indication for use included non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause wasn't determined.